Event description:
It was reported that during a cryoablation procedure, air was observed inside the sheath sidearm. The sheath was flushed without resolve. It was noted that the sheath valve was not snug enough, which caused the air ingress. The sheath was ultimately replaced. The case was aborted and the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the flexcath advance sheath, 4fc12 with lot 99846, was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issue. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Functional testing of the sheath confirmed the hemostatic valve was leaking. Air bubbles were observed through the valve. It is suspected that the valve disk was torn. Additionally, the case was aborted while the patient was under general anesthesia. The risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. In conclusion, the reported issue of air ingress during aspiration was confirmed through testing. The sheath failed the returned product analysis due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.